Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the sheath did not split correctly and only split half way down the sheath. The safety release was used to successfully remove the device from the pt's anatomy. Hemostasis was achieved using manual compression. Though requested, no additional info was available.